Manufacturer narrative:
Evaluation summary: the condition of fail code 814:04 was observed upon power up during product evaluation on channel c. This fail code was caused by a disconnected air in line printed circuit board. The air in line printed circuit board was reconnected. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility returned the device for service. During service the baxter repair technician noted fail code 814:04 upon power up of the device on channel c. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.